Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, altered consciousness, pneumonia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient's stomach was upset, had pneumonia and a altered consciousness. The patient also had hypertension, high cholesterol, and neuropathy. For treatment, the patient was given antibiotics and breathing treatments. The pod was worn longer than 48 hours on the leg. The pod was discarded.